Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. Post-op, it was reported that " I understand from hpl (name removed) procurement that ulcerations have been observed on two patients. Sutures have also not dissolved as per normal. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: I can provide no further assistance in this matter but understand it has been discussed with the ethicon representative. Can you identify the product code and lot number of the product that was used? How were the ulcerations treated? Please provide details for each of the two patients involved. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? What is the procedure date (dd/mm/yyyy)? What date did the ulcers occur on (dd/mm/yyyy)? On which date was the issue of "sutures not dissolved as per normal" observed? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.